Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a routine follow up, this left ventricular (lv) lead exhibited loss of capture (loc). A dislodgment was suspected and then confirmed by an x-ray image. The physician proposed to the patient a lead revision and repositioning, however the patient is still unsure. The patient is not pacemaker dependent.. No additional adverse patient effects were reported. Additional information confirmed no surgical information has been performed yet. Sales representative will inform if any updates occurred.